Manufacturer narrative:
One opened probe was received, without a tip protector, in a tray, for the report. The sample was visually inspected and found to be nonconforming with the probe needle/stiffener pulled out of the needled holder. The probe was disassembled and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the probe needle/stiffener was detached from the needle holder. The exact root cause of the detachment cannot be determined, however, a manufacturing related root cause cannot be ruled out. A non-conformance investigation has been initiated related to the needle assembly detachment. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Corrected information updated in d.4., e.1., e.3. And g.2. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that when the surgeon removed the vitrectomy probe from the trocar, the outer probe cover detached from the inner needle during vitrectomy surgery. The procedure was completed by replacement with a new pak. There was patient contact but no patient harm.